Event description:
The hosp staff attended to an ICU/ccu pt during a code. Disposable defibrillation/pacing/ECG electrodes were attached to the pt and external pacing was attempted. There was allegedly no response from the pt (no muscular reaction). The pt went into ventricular fibrillation and a countershock was administered. Again there was allegedly no energy delivered to the pt. This opinion was based on the lack of pt muscular reaction. One of the nursing staff subsequently noticed that the therapy cable had not been connected to the electrodes but had been left connected to the internal test load connection on the difibrillator. After connecting the cable to the electrodes, defibrillation therapy was administered to the pt and the pt was resuscitated.